Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty extending tines occurred. The patient was undergoing a radiofrequency ablation (rfa) procedure of kidney utilizing a 3.5/15/15 leveen¿ coaccess¿ electrode. The lesion was noted to be particularly hard. During the procedure, it was noted that the tines of the needle did not fully open. The procedure was completed with a different device. No patient complications were reported.